Manufacturer narrative:
Article citation: alexandre mendonça munhoz, ary de azevedo marques neto, reoperative hybrid breast augmentation: an analysis of risk factors for complications and reoperations, journal of plastic, reconstructive & aesthetic surgery 101.25nov2024; 53-64. The reported events of capsular contracture, seroma, and infection are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, seroma, and infection.

Event description:
Through journal article reoperative hybrid breast augmentation: an analysis of risk factors for complications and reoperations, healthcare professional reported unknown side rupture, capsular contracture (baker grades unknown/ii or iii/ ii or IV, seroma, infection, hematoma, calcifications, visibility/rippling, and implant malposition. Healthcare professional additionally reported oily cysts, and biopsy performed that led to fat necrosis, all not related to the device. Device status is unknown.